Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 40 mg/ml concentration at 2.997 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient had not recently have a magnetic resonance imaging (MRI). Patient was having stalls of her pump. Patient refilled the patient yesterday. In the logs, the hcp noticed the patient had 2 motor stalls and recoveries. Patient reported no MRI on either occasions and patient was asymptotic. Stalls occurred on 24-oct 15:46 stall and 17:02 recovered, 15-jul 17:14 pm stall 17:25 pm recovered. Patient did not hear any alarms. The therapy was good except 2 weeks before refills the patient had been not getting good effect, so they refilled the pump early. The hcp stated it could be because of the stability of the bupivicaine (caller stated for months. No further complications were reported.